Event description:
The customer had called regarding an alarm that occurred during a bolus. It was noted that troubleshooting was done and the customer did not change out the set to resolve the alarm. The customer was instructed to change out the entire set and site. In addition, the customer was advised to call the helpline if the alarm continues. During the call, the customer reported that they were hospitalized about a week ago for hypoglycemia. No further details on the event. A few days later, the customer called back for assistance with programming the correct basal rates. At that time. The customer was assisted.